Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this lead had out of range impedances, no capture, possible dislodgement. The lead was capped and replaced on (B)(6) 2017. Should additional information become available this file will be updated.